Event description:
The report received from the gissoc study indicated that eight-months post procedure, stent restenosis was identified. The index procedure included treatment of a lesion in the proximal right coronary artery (rca). The target lesion did not present a determinable morphology, not calcified, no thrombus and timi 0. The lesion was predilated and then a 2.5 x 33mm and a 3.0 x 18mm were deployed at 14 atmospheres. During the eight-month follow up, angiographic control was conducted revealing sub-occlusive restenosis in the mid rca 99%. The restenotic lesion was treated with cutting balloon.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. This is one of two products involved in the same patient and reported under manufacturing number: 9616099-2008-02472. Additional info will be submitted within 30 days upon receipt.